Event description:
Reportedly, during testing, when the unit was booted, a black screen occurred on the display a 'device alert' alarm occurred. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).